Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold and decreased of pacing impedance. The rv lead was explanted and replaced. The patient was stable throughout the procedure.